Manufacturer narrative:
The customer reported that this transmitter is displaying intermittent electrocardiogram (ECG) readings. According to the customer, they have tried changing the lead cables, but the issue persists. The customer will send in the unit to be exchanged. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Attempt # 2: 02/28/2023 emailed the customer via microsoft outlook for patient information: the customer replied by stating; I'm sorry, but I don't have any of this information. Attempt# 2: 02/28/2023 emailed the customer via microsoft outlook for patient information: the customer replied by stating; I'm sorry, but I don't have any of this information. Attempt# 2: 02/28/2023 emailed the customer via microsoft outlook for patient information: the customer replied by stating; I'm sorry, but I don't have any of this information. Attempt# 2: 02/28/2023 emailed the customer via microsoft outlook for patient & device information: the customer replied by stating; I'm sorry, but I don't have any of this information.

Event description:
The customer reported that this transmitter is displaying intermittent electrocardiogram (ECG) readings. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that this transmitter is displaying intermittent electrocardiogram (ECG) readings. According to the customer, they have tried changing the lead cables, but the issue persists. The customer will send in the unit to be exchanged. There was no patient injury reported. Investigation summary: the nk repair center received the device, duplicated the complaint, and found that the device had a loose ECG connector on the rear case. The nk repair center also noticed a rattling noise coming from inside of the unit. No fluid intrusion found. A definitive cause for the issue could not be determined but based on the device evaluation it is likely that the device was physically damaged through user mishandling which can occur when cables are not plugged in properly or when they are plugged in or removed with excessive force. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 attempt # 1: 02/22/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 02/28/2023 emailed the customer via microsoft outlook for patient information: the customer replied by stating; I'm sorry, but I don't have any of this information. B6 attempt # 1: 02/22/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 02/28/2023 emailed the customer via microsoft outlook for patient information: the customer replied by stating; I'm sorry, but I don't have any of this information. B7 attempt # 1: 02/22/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 02/28/2023 emailed the customer via microsoft outlook for patient information: the customer replied by stating; I'm sorry, but I don't have any of this information. D10 attempt # 1: 02/22/2023 emailed the customer via microsoft outlook for patient & device information: no reply was received. Attempt # 2: 02/28/2023 emailed the customer via microsoft outlook for patient & device information: the customer replied by stating; I'm sorry, but I don't have any of this information. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow up, what type? H10 additional manufacturer narrative manufacturer references # (B)(4) follow up 001.

Event description:
The customer reported that this transmitter is displaying intermittent electrocardiogram (ECG) readings. There was no patient injury reported.